Event description:
Pt experienced incisional subcutaneous abscess. Pt exhibited clinical symptoms as determined by established criteria: purulence, mild erythema, required add'l surgery & antibiotics ordered by physician.